Event description:
The user facility reported that the impella aic started to boot up but would not progress beyond the boot up process. Lines across screen while console was attempting to boot hard drive. Also, the console was not able to turn off via pressing the side button. It was turned off via the recessed power buttons on bottom side. There was no patient involvement.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - power on issues/blank screen has been completed. There are no logs available for the complaint device analysis: this console was tested after arriving at the engineering lab. The boot-up issue and the line across the screen could not be reproduced. The console was able to run the optical test pump for 1 hour at p-level p9, as intended. The input voltage at the 4-in-1 connector x25 is measuring 23.7v under ac power, as intended. Root cause: the root cause of the boot-up issue and the screen flicker could not be determined due to the inability to reproduce.